Manufacturer narrative:
Product event summary: it was determined at analysis, that the programmer fan was noisy, there was a hang at boot up, and the touchscreen was damaged and not fully functioning anymore. The part required to restore functionality is no longer available so the device will be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned due to a noisy fan. The programmer subsequently tested out-of-specification on manufacture's analysis. There was no patient involvement.